Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. There were no patient consequences.